Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. The customer's blood glucose levels at the time of incident was 450 mg/dl. The customer did not state how they treated high blood glucose level. It was unknown whether auto mode feature was active or not at the time of incident. The customer forgot to deliver bolus insulin after eating deserts. The customer declined to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.